Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(6) 2013 with the following results: the complaint was not duplicated during testing. The battery compartment and cap are intact and able to fit securely. The battery cap is able to maintain electrical connection. Pump powers ¿on¿ and displays ¿verify¿ screen. Pump was primed and exercised correctly; no alarms or overheating was duplicated during the course of testing. Current drawings were measured using a power supply, and they were found within the nominal values. The cover was removed, no intermittent condition was found to the power circuit. Black box review shows a ¿177¿ warning occurred on (B)(6) 2013 as a result of a stuck vp for 3h post a canula-bolus. No other activity outside of normal use is observed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temperature issue) issue. It was reported that the battery felt hot to the touch when it was removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.